Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, after dilatation during removal of the device, it was noted that the shaft became separated inside the catheter. The device was recover with a snare using a non-boston scientific device. The procedure was completed with a different device. There were no patient complications reported.